Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet was perceived to overcorrect hyperglycemia, resulting in hypoglycemia with blood glucose in the low 50s, despite use of a higher sleep cgm target. Symptoms included low blood glucose. Outcomes included no emergency department admission and no third-party assistance. Troubleshooting and education were provided, and additional training was assigned. Investigation included user interview and technical support review. Investigation of this case revealed the cause was unclear. It was concluded that no device malfunction was confirmed and user support was provided.